Event description:
During an av reentrant tachycardia procedure, with the patient on the table, the tacticath se ablation catheter was connected to the tactisys quartz and the tactisys quartz light was glowing red causing a delay. The tactisys quartz and ensite x display workstation were turned off and on again, and new tactisys quartz and ethernet cable were used, but no grams were detected, and the light continued to glow solid red. A new tacticath se ablation catheter with the same lot number was opened which resolved the issue. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit optical fibers 1-3 met specifications for optical signal properties, and thermocouple error and no contact force messages were displayed. The deformable body thermocouple (tc2) read as an open circuit during electrical testing, consistent with the observed error message and the reported event. Further investigation revealed a fracture in the green tc2 wire within the redel connector, consistent with the open circuit detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.